Manufacturer narrative:
The field service engineer (fse) serviced the unit at the facility on (B)(4) 2008. The fse adjusted the substrate bubble detector. The fse primed the system and discovered aspirate probe #3 was not aspirating. The dispense probes were functioning normally. The fse diagnosed one of the peristaltic tubes had split open. Additionally, two other tubes had a deep indentation but not split open. The fse replaced the damaged peristaltic tubes. The fse reloaded all reagent packs and completed system check and quality control. Follicle-stimulating hormone (fsh) and total beta human chorionic gonadotrophin (tbhcg) levels were high, and the customer recalibrated and repeated quality control. The fse performed repair verification per established procedures. Results conformed to the manufacturer's published performance specifications. System validation was documented in the customer's quality control record. A review of service records for this dxi 800 system (s/n (B)(4)) shows that the peristaltic pump was replaced on (B)(4), 2008. No sample collection or preparation information was supplied by the customer. All quality control (qc) was within range. High imprecision for the washed portion of system check indicated the aspirate probes were not washing efficiently. The root cause has been identified by internal investigation in conjunction with (B)(4) vendor of peristaltic pumps, (B)(4). The vendor has acknowledged some pump component specification deviations from a sub-contractor. These deviations have resulted in excessive torque on the peristaltic tubing, which has prematurely degraded the tubing integrity. This investigation was initiated for access platform peristaltic pump failures. Peristaltic pump rework has been in progress. Corrective actions will include a mandatory modification for replacement of all identified, affected access peristaltic pumps, initially, with new, verified peristaltic pumps. Potentially affected instruments include unicel dxi 600 and unicel dxi 800 systems. Preventive actions include ongoing and/or improved vendor quality assurance (qa). (B)(4). A product corrective action (pca) notification letter was issued to customers. This reportable event was identified during a retrospective review of product complaints conducted from (B)(4), 2008 through (B)(4), 2010 for additional reportable events. This medwatch report is related to mdrs: 2122870-2011-02478, 02479, 02480, 02481, 02482, 02483, 02484, 02485, 02486, 02487, 02488, 02489, 02490, 02491, 02492, 02493, 02494, 02495, 02496, 02497, 02498, 02499, 02500, 02502, 02503, 02504.

Event description:
The customer reported erroneous troponin I (accutni), b-type natriuretic peptide (bnp), free triiodothyronine (ft3), free thyroxine (ft4), thyroid-stimulating hormone (htsh), total beta human chorionic gonadotrophin (tbhcg), luteinizing hormone (lh), follicle-stimulating hormone (fsh), prostate-specific antigen (psa), and ferritin results on multiple pts involving unicel dxi 800 access immunoassay system. This report refers to pt number twenty-four of twenty-seven. The customer stated system check failed and received several substrate dispense errors. The unit was not ins use. Not all of the erroneous results were released out of the laboratory. The customer retested all pt samples that were originally tested on the dxi 800 system and retested on the access 2 system - corrected reports were released. There has been no report of pt injury or change in pt treatment associated with this event. The field service engineer (fse) went to the facility and assessed the unit.